Event description:
It was further reported that the target lesion 2 was in the ostial of the right coronary artery not in the proximal artery as originally reported. The patient presented with shortness of breath, indications for new cardiomyopathy and was hospitalized on the same day. The 95% stenosed lesion of the mid lad was treated with balloon angioplasty with a residual stenosis of 10%. The patient was discharged 4 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2012-01581. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis. Lesion 1 was located in the 1st obtuse marginal (om). The lesion was 90% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.75x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 10%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, a staged procedure was performed. Lesion 2 was located in the proximal right coronary artery (rca). The lesion was 90% stenosed, 3.0mm in diameter and 5mm long. The lesion was treated with predilation and placement of a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was hospitalized due to stent thrombosis. The location of the thrombosis is unknown. There was no action taken.

Event description:
It was further reported that the target lesion 2 was in the ostial of the right coronary artery not in the proximal artery as originally reported. The patient presented with shortness of breath, indications for new cardiomyopathy and was hospitalized on the same day. The 95% stenosed lesion of the mid lad was treated with balloon angioplasty with a residual stenosis of 10%. The patient was discharged 4 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrections: describe event or problem, target lesion 2 corrected from proximal rca to ostium of rca. (B)(6). (B)(4).